Event description:
It was observed that during the device evaluation, the evis lucera elite gastrointestinal videoscope exhibited foreign material exiting from the air/water nozzle. There were no reports of patient or user harm associated with this event.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found foreign objects exiting from the nozzle likely due to insufficient cleaning. Additionally, due to clogging of the nozzle, the air and water supply volume did not meet the standard value. Due to wear of the angle wire, bending angle in the up direction did not meet the standard value. Due to wear of the angle wire, the play of the up/down knob was out of the standard value. Due to clogging of the nozzle, water removal ability did not meet the standard value. The suction connector was dirty due to water leakage, had a dent and was scratched. The adhesive on the bending section cover had a crack. The customer later confirmed that they cleaned, disinfected, and sterilized the product before returning it for evaluation, and that they were not sure what the foreign material adhered to the scope¿s nozzle was. Additionally, it was confirmed there was delay in the start of pre-cleaning, the customer did not flush the nozzle with water and air, there were no abnormalities in the accessories used for reprocessing. They did not confirm whether they¿ve presoaked the endoscope in detergent solution. They did not confirm whether they¿ve wiped the nozzle with clean lint-free cloths/brushes/sponges, and they flushed the air/water nozzle with detergent solution. There were no other concerns regarding the reprocessing. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be conclusively determined. However, it is likely the foreign material remained in the device because the reprocessing method deviated from the instructions for use (IFU). It was also noted the foreign material could not be identified. The event can be detected and prevented by handling the device in accordance with the following IFU: gif/cf/pcf-290 series operation manual chapter 3 "preparation and inspection" shows how to detect the event. Gif/cf/pcf-290 series reprocessing manual chapter 5 "reprocessing the endoscope (and related reprocessing accessories)." Shows how to prevent the event. Olympus will continue to monitor field performance for this device.